Event description:
It was reported that two reservoirs pushed insulin back out into the insulin pump. Three reservoirs had three broken needles. Customer's blood glucose was 7mmol/l and current was 5mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.